Event description:
Procedure: sleeve gastrectomy. Reportedly, on application to the major gastric curvature, the stapler cut but did not staple. A similar device was applied but again the results were not satisfactory. Finally the surgeon proceeded with laparoscopic manual suturing. No unusual bleeding occurred. Between 30 and 45 minutes was required to fix the tissue.